Manufacturer narrative:
(B)(4). The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a 75% stenosed, mildly tortuous, moderately calcified, concentric de novo lesion in the mid right coronary artery (rca). A 4.00x15mm nc traveler rx balloon dilatation catheter (bdc) was advanced to the lesion without resistance. Reportedly, the balloon ruptured during the second inflation at 8 atmospheres (atm) for 30 seconds. The bdc was removed without resistance and replaced with a 4.0x15mm non-abbott bdc to complete the procedure. There was no reported adverse patient effect and no reported significant delay in the procedure. No additional information was provided.